Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded customer reported the power cord is damaged close to the plug and system is intermittently running on battery power while plugged in, if the cord is flexed. The user facility¿s biomedical engineer (biomed) tested the system and confirmed the complaint. There were no issues with the case. The field service representative (fsr) tested the system and flexed power cord but could not verify the intermittent connection. The fsr replaced the power cord and downloaded power manager and system logs for further evaluation. The system-1 is now running on alternating current (a/c) power while plugged in and battery is charging system, and switches to battery power as normal when a/c power is removed. The unit operated to manufacturer specifications and was returned to clinical use. The same issue was reported on another system-1 and upon the fsr troubleshooting, it was determined that the wall outlet in the operating room (o/r) was the cause of both occurences. This was verified by plugging the system into another outlet and it worked fine. The fsr reported the defective a/c wall outlet to the o/r staff and recommended electricians replace the a/c power outlets. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the cord was flexed/moved while running, the system-1 would go onto battery back-up power. The device was not changed out, as no one touched the power cord and they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation no deficiency was found. Using an ohm meter, the product surveillance technician (pst) measured the continuity of the hot, neutral and ground wires while flexing the entire length of the cable with no breaks in the cable found. The pst physically agitated the cables¿ alternating current (a/c) plug with no break in continuity found. The same issue on another system 1 was reported and this time the fsr tried a different outlet which worked. He inspected the outlet and found it would move, causing an open connection. He recommended the hospital get electricians to fix the ac power outlets. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.